Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred which caused the pump to be unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) ranged from 349-422 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.